Manufacturer narrative:
The pump was received with blank display due to corroded battery tube. The functional testing, including operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The pump had cracked case at the display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer states they went to change out the battery and noticed the battery was moist and there was corrosion inside the battery compartment contacts. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.